Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main matrix drawer 1 was not detected on bus. A field service engineer (fse) removed the back panel and noticed that the pyxis bus cable not connected, then fse reconnected the cable to resolve the issue. A fse tested all drawers and slides to ensure they were working properly. The top cover was opened, connections in the electronics drawer were checked, and dust under the top cover was removed. Customer was able to recover successfully then login and inventory medication and main drawer full height matrix one. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where main drawer was not detected on the bus and could not be recovered. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.